Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was not reported. The customer stated the device got a blank display after attempting to change batteries when the critical pump error appeared. Troubleshooting was provided. The insulin pump will be returned for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. Pump received with moisture damage on the electronic assembly noted. No moisture damage on the motor, battery tube, vibrator and keypad assembly noted.